Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2015, the receiver shocked the patient and left a bruise. No injury or medical intervention was reported. Additional event or patient information is not available.